Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the stylus of the programmer experienced intermittent selectivity and failed to select anything on the display screen. The stylus was replaced and the issue was corrected. The programmer and original stylus are expected to be returned for service. There was no patient involvement.